Event description:
The threads of the extraction adapter were damaged and would not screw onto the nail causing a 20 minute delay in surgery.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. The top couple threads on the instrument are extremely damaged due to misuse and/or heavy usage. The vendor date code (B) (4) indicates the product was manufactured in april of 2002 and is seven years old. No corrective action taken due to the condition and age of the instrument. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.